Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 323 (mg/dl). A pump bolus was delivered to address bg level. During troubleshooting with tandem technical support, the pump was performing as expected; however, customer reported that their pump settings were transferred from a non-tandem pump and had not been programmed by their health care provider. A tandem representative will provide additional pump training to the customer.